Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an egm was reviewed and was determined that it appeared to be a false pause due to undersensing. Small r waves were visible during the pause episode. It was suggested to consider doing an increase in sensitivity. The patient was asymptomatic during the episode. Patient will be monitored.